Event description:
It was reported that the lead has impedance greater than 9999 ohms in both unipolar and bipolar configuration. The lead does still sense in bipolar but not in the unipolar configuration. The device was reprogrammed. The lead remains in use, however, there are plans being made to revise the lead in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.